Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, self test, and displacement accuracy test. Device experienced unexpected battery power loss and high sleeping current due to corroded battery tube. No unexpected insulin flow blocked alarm over delivery anomaly noted during testing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed insulin flow blocked during basals and pump over delivery that led to a low incident. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer used food to treat the low. The customer did a 10 and 5 unit fill from a reservoir with 100 units and was left with only 78 units. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The customer reported a sensor that fell out as it was accidentally brushed off by their clothes. The customer also reported a change sensor alarm. The insulin pump and sensor will be returned for analysis.